Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was at work and felt their bg was decreasing (unspecified hypoglycemia symptoms). The last cgm value the patient remembered was 116 mg/dl and the patient did not have a glucometer on hand for comparison. No alarms were heard or observed on the display device. The patient fainted and woke up on the street 15-30 minutes later. A colleague brought the patient to a nearby bakery and provided sugar to raise the bg level and the patient completely recovered. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.